Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that upon opening the product packaging, the product was found to be damaged. This device was not used for surgery, and surgery was completed with another device.